Event description:
It is reported that a customer was not sure when their no delivery alarm was supposed to sound. The customer mentioned that they woke up with their blood glucose high than normal and they had not received a no delivery alarm. The patient's blood glucose level was 14 mmol/l at the time of the call. The customer declined troubleshooting at the time of the call but was advised to change the infusion set as soon as possible. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.